Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was experiencing issues. A surgical procedure was performed in which the device was explanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.